Event description:
It was reported via repair work order that the bed exit was not functional as the scale was not zeroed. It was also reported that the nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.